Event description:
It was reported that during the implant procedure (after the lead was implanted), the lead tested high for threshold and high for impedance. The physician decided to remove the lead and implant a different lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for: (B)(4) - the full lead was returned, analyzed and no anomalies were found.